Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2018. Upon receipt of the device, damage was observed on the lower case assembly, which would indicate the device had sustained an impact which lead to the coin cell becoming detached from the negative terminal. This had resulted in the rtc errors and the inability to resynchronise the pad clock, as per the reported fault. The failure would also account for the additional reported fault of no status indicator as the bt1 coin cell provides power for the rtc circuit and would confirm the reported fault.information from the history log showed the device performed to specification up to the (B)(6) 2019. Therefore, this report concludes the coin cell became detached from the negative terminal shortly after this date, resulting in the rtc errors detailed in the history log. Furthermore, the device was temperature cycled between 0°c and 50°c for 24 hours while performing a self-test every 20 minutes. The unit did not display any faults during this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator, rtc cannot be reset. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
No status indicator, rtc cannot be reset. There was no patient involved in this event.